Event description:
Customer reported when an attempt is made to secure the enclosure shut the teeth will not align. This was discovered while in use, but no date was provided. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; there is an open slider body on the patient access of panel side a. Note: instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. Do not use the posey bed if zippers have open gaps that do not close securely along the entire length never rip the panels open, as this will damage the zipper slider; preventing the zipper from closing securely. (B)(4).